Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was a variation in longevity estimates over the previous 15 months despite minimal changes in battery voltage and no changes in parameters. The device will be monitored.